Event description:
Knot did not slide after t's were deployed. Probe was used to slide it, but did not succeed. Sutures were cut and a back up was used to complete the surgery. It was confirmed that the t's do remain in the pt.

Manufacturer narrative:
Device is not being returned for eval. (B) (4).